Event description:
It was reported that the device allowed the patient's body temperature to drop multiple times and during a specific event, almost 3 degrees within 2 hours. It was further reported that, as a result, the patient's heart rate dropped. Attempts are being made to gather additional details from the user facility.

Manufacturer narrative:
A stryker senior clinical nurse consultant reviewed the data associated with this unit and spoke with the customer regarding the event. Through this activity, she learned that there was no issue with the device. Instead, the customer often interrupted therapy due to misguided concerns regarding target temperature and a misunderstanding of how the device functions. The patient's temperature and heartrate were both reduced as intended. Based on this information, it was determined that this was not due to any component level malfunction as there was likely no issue with the device. This issue was resolved for the customer by providing further education on how the altrix device functions.

Event description:
It was reported that the device allowed the patient's body temperature to drop multiple times and during a specific event, almost 3 degrees within 2 hours. It was further reported that, as a result, the patient's heart rate dropped.